Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system monitor had a black screen. Review of the log files didn't confirm the reported issue. The system was rebooted several times but the issue persisted. The fse checked the host pc, reseated the disk drive, tried to restore the ghost and recreated the image storage but still the issue persisted. The fse replaced the cmos (complementary metal-oxide-semiconductor) in the host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system boots up to display the philips logo and then goes black. No harm was reported to philips. The device was outside the clinical use at the time of reported event. Philips has started an investigation of this complaint.